Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 20 mg/dl. The customer's husband called the emergency medical service and treated her with 200ml dextrose via IV. The customer was admitted to the hospital. Customer's blood glucose at time of admission was 21 mg/dl. Customer husband removed the pump while waiting for emergency medical services. The customer cause of hospitalization was low blood glucose. The customer was transfer to intensive care unit and still in there. The doctor wants to make sure the pump is working. The customer was advised based on troubleshooting the pump is working and the problem could be 20 units of air in the reservoir.